Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire remained in skin. Patient sought medical intervention from a doctor.

Manufacturer narrative:
(B)(4).